Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that infectious disease (ID) was consulted for leukocytosis and several tests were ordered to determine the cause of the leukocytosis. The patient was on prophylactic antibiotics. The patient was cultured on (B)(6) 2018 and vancomycin-susceptible enterococcus (vse) was detected. ID was consulted and the patient was started on daptomycin 500mg every 48hours.

Event description:
It was reported that the patient was cultured on (B)(6) 2018 and vancomycin-susceptible enterococcus (vse) was detected. ID is on board consulting patient and the patient was started on daptomycin 500mg q 48hours.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed based on the submitted log files. The cause of the reported infection could not be determined. The center reported that the patient was experiencing low flows in association with elevated blood pressure. Review of the submitted log files confirmed multiple low flow alarms with corresponding elevations in pi. The heartmate 3 instruction for use (IFU) lists infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that changes in patient condition can result in low flow. No further information was provided. The manufacturer is closing the file on this event.